Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for leakage with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that there was poor sleeve function after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the rubber sleeve of np needle could not be properly recovery, so the blood leaked from the needle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that there was poor sleeve function after use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: the rubber sleeve of np needle could not be properly recovery, so the blood leaked from the needle.